Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the instrument be returned for failure analysis investigation. As of the date of this report, the product has not yet been received to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wire of the 8mm permanent cautery hook (pch) was exposed at the distal tip and was not cauterizing. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a total laparoscopic hysterectomy, bilateral salpingectomy, and myomectomy procedure. There was a single cable visibly protruding from the distal end of the instrument. No fragment fell inside the patient's anatomy. The instrument was inspected prior to use, with no damage or anything out of the ordinary observed. The instrument did not collide with any other instrument or tool during the procedure. A picture of the device tip was provided. Patient-related information was provided.